Manufacturer narrative:
Citation: arai t et al. Incidence and predictors of coronary obstruction following transcatheter aortic valve implantation in the real world. Catheter cardiovasc interv. 2017 mar 15. Doi: 10.1002/ccd.26982. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding incidence and predictors of coronary obstruction following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2006 and 2015. The study population included 814 patients (predominantly female; mean age 84 years), 265 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: major stroke, major vascular complication, bleeding, annulus rupture, permanent pacemaker implant, second valve implant, and aortic regurgitation. Eight patients experienced coronary obstruction, one patient following the corevalve implant. Of the eight patients with coronary obstruction, seven underwent percutaneous coronary intervention (pci), and two of the seven required emergency coronary artery bypass graft (CABG) surgery. One patient did not undergo a pci and had emergency CABG. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.